Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 1/4/2022. H.6. Investigation: customer returned a safeclip needle trimmer from lot 1055001. A spare pen needle could not be inserted into safeclip. The mouth of the needle trimmer notably contained fragments of previously trimmed needles. Wear to the device over numerous uses may be sufficient to result in difficulty using the device. Build-up of the remnants of clipped needles may further inhibit usage. A review of the device history record was completed for batch# 1055001. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received, bd was able to replicate and confirm the customer¿s indicated failure of the safeclip not clipping needles. The root cause of the safeclip being blocked to the point of being unable to trim needles may be numerous uses over time wearing down the port and the clipper becoming occluded with material from previously clipped needles.

Event description:
It was reported that the unspecified bd safe-clip¿ became jammed and needles could not be inserted. The following information was provided by the initial reporter: "I have always used the needle clipping device supplied by yourselves, but recently the last 3/4 provided by my local pharmacy, xxxx, each one has become blocked and I cannot insert the needle."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed . And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd safe-clip¿ became jammed and needles could not be inserted. The following information was provided by the initial reporter: "I have always used the needle clipping device supplied by yourselves, but recently the last 3/4 provided by my local pharmacy, xxxx, each one has become blocked and I cannot insert the needle."